Manufacturer narrative:
The investigation of the returned coil system found the implant to be stretched and damaged with deformed loops; however, the implant was found to still be attached to the pusher upon receipt. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported premature detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces over specification. Based on our investigation findings and clarifying information received from the reporter, there was no coil detachment malfunction; the coil was stretched. Therefore, mvi no longer considers this a reportable malfunction event.

Event description:
Additional clarifying information was received from the initial reporter which indicated that the coil stretched, and did not detach.

Event description:
It was reported that when the introducer and the coil were to be delivered into the y-valve for water backflushing and for pushing the coil into the aneurysm. During the filling process, due to unsatisfactory results, the coil was adjusted twice. The physician found that the coil was detached and could not be embolized. The physician raised the middle catheter and retracted the coil. The surgeon then placed the microcatheter again and replaced the coil with a new coil of the same model. The procedure was successfully completed and the patient is doing fine.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.